Event description:
It was not possible to detach the presidio coil. Two detachment control boxes were used, but without success. The coil was retrieved.

Manufacturer narrative:
The dcb and connecting cables were not returned. The coil was returned unsheathed and severely damaged. The detachment fiber did not receive heat and melt. Ultrasonic and manual manipulation of the resistive heating coil section changed the static 0.0 ohm resistant reading to a floating, but out of specification readings of > 3.50 m ohms. The coil was returned severely damaged. The most likely root cause of the coils nondetachment was due to a fracture of a solder joint inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components has an additional contribution to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.